Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient was hospitalized due to a suspected pump thrombosis on (B)(6) 2016. Lysis with rtpa started - stopped after 15 min due to suspected occlusive thrombus in the inflow canula-tried back flush maneuver without success - flow less 1l/min decision to stop the pump lysis with rtpa - stopped after 15 min. Stopped hvad pump and the patient died.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. Additional information received: device thrombus questionnaire was returned. Hematuria, elevated plasma-free hemoglobin or serum lactate, and abnormal pump parameters were noted as signs and symptoms at initial presentation. Anticoagulation was controlled, risk factor for thrombus was noted as heparin-induced thrombocytopenia and stroke. Medical intervention was noted as lysis with rtpa. Limitation of therapy was noted as that the patient was in a vegetative state after a stroke. Also according to the complaint information supplemental form/clinical adverse event - no device malfunction was noted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a rise in power consumption until the reported event date followed by a sharp decrease in power consumption. The rise and decrease in power correlates with the reported suspected thrombus event. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.